Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal harness on the set-up joint (suj). The system was verified and ready for use.

Event description:
It was reported that prior to the start (post-anesthesia and post ports placement) of a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23072 occurred on universal surgical manipulator (usm) 1. Before contacting the tse, the customer performed hard power cycle the system, but the issue was not resolved. The tse had the customer exercise vertical axis and power cycle the system again with no change. The customer elected to abandon usm 1 and complete the procedure with three arms setups. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robot was used without the usm 1 and the site used usm 4 to complete the case. The procedure name was a robotic hysterectomy. The case was completed with no complications.